Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past few weeks. Reportedly the pump has shut off due to the battery issue in the past. The customer¿s blood glucose (bg) level was 462 (mg/dl). A manual injection was administered to address bg level. During troubleshooting it was determined the battery depleted from 100% to 10% within one day. Reportedly the customer will continue to use the pump for insulin therapy.